Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. Customer's blood glucose at time of incident was 8mmol/l. Customer stated at night sensor glucose was 2-3 and insulin delivery stopped, blood glucose is not low. The customer turned sensor off till morning and she calibrated when sensor glucose was 4 and blood glucose was 13mmol/l. The customer stated that calibration was accepted. The customer will monitor sensor and advised her that we will send sensor as a courtesy.